Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that he had an infection and requested assistance with additional cleaning options for the cycler in order to prevent reoccurrence. The patient's concern is when he removed the old cassette, he noticed the tubing had yellowish stuff and wanted to make sure that did not get inside of the cycler. Technical support advised a new cassette is sterile and will not be contaminated. The patient did clean the cycler as he was advised by the pd nurse (pdrn). Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 30/jun/2024 presented with enterobacter (species not reported) in the culture and a wbc count of 181/mm3. The patient was diagnosed with peritonitis due to a break is asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.